Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had problem viewing the pump screen. Customer's blood glucose at time of incident was unknown. The customer stated she had hard time reading the words in the pump screen and sometime he can't see. The customer stated that she just want to report just there concern for safety and dissatisfaction of the pump lack of feature.